Event description:
It was reported that while using the bd micro-fine¿+ pen needle the needle broke off. The following was received by the initial reporter: the patient reported that the pen needle products were purchased from the hospital half a month ago. On the night of (B)(6), after injecting in the arm, it was found that the front end of the needle was broken, and the broken needle was found on the sofa afterwards.

Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the photo provided. From picture received we can see pen needle patient end broken. But cannot duplicate the practice of user. Based on investigation above, the certain cause cannot be concluded now. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to confirm the customer-indicated failure.

Event description:
It was reported that while using the bd micro-fine¿+ pen needle the needle broke off. The following was received by the initial reporter: the patient reported that the pen needle products were purchased from the hospital half a month ago. On the night of (B)(6), after injecting in the arm, it was found that the front end of the needle was broken, and the broken needle was found on the sofa afterwards.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.